Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During the onsite visit the field service engineer (fse) checked all three infrared pods, control knobs and eye tracker camera, all worked normally. Field service engineer ran eye tracker and fluence test, all were normal. Fse could not find any issues with the eye tracker and could not reproduce the reported issue. Root cause for the reported issue is user error, did not adjust the ir intensity correctly, which led to the reported issue. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported eye tracker quality level being at 25 percent or less with the system. Additional information has been requested.